Event description:
It was reported that during a patient event, the customer's device lost power when the shock button was pressed. When this initially occurred, the device powered itself right back on. This did occur a second time during the event, however, this time the device did not power back on. When this failure occurred, the second time, the customer had a back up device available for patient care. There was no additional information regarding the patient or the outcome of the patient provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was initially able to verify the reported failure. Further testing however could not verify the reported failure. The device was then sent to the failure analysis center for an additional evaluation. The failure analysis technician was able to verify the reported failure, intermittently. After the verification, the technician was no longer able to verify the reported failure. The system pcb assembly will be replaced and after proper device operation is observed through functional and performance testing, the device will be returned to the customer for use.